Event description:
The customer reported when the device was turned on for few minutes, it turned off or restarted itself without user pressing any button. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported when the device was turned on for few minutes, it turned off or restarted itself without user pressing any button. No pt involvement was reported. The device was evaluated by a philips fse. The symptom was verified. The som (system on memory) pca was replaced to resolve the issue. The device remains at the customer site.